Event description:
It was reported that a pt received an (apheresis) platelet transfusion through the device during surgery, uneventfully. After surgery the pt received a transfusion of pooled platelets through the device and experienced a reaction. The pt's blood pressure decreased from 105/46mmhg to 51/26mmhg. The transfusion was stopped and later restarted. The pt's blood pressure again fell precipitously. Pt was treated with epinephrine and has recovered. No pt sequelae was reported.